Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a large o2 leak, the unit was unable to ventilate. There was no report of patient involvement.